Event description:
It was reported that customer experienced a continuous glucose monitor error while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through a complete pump reset, after which error did not recur and customer successfully started new sensor session.